Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger wasn't charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of the battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) was confirmed. Upon investigation, a solder bridge was found between capacitor c7 and diode d4 on the charger bedside board. The solder bridge shorted transistor q4 on the bedside board, preventing the battery charger from charging batteries. The root cause for the solder bridge could not be positively identified but was likely an assembly error. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger/modem.